Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (failed testing) has been confirmed. Upon investigation the cause for the intermittent failure was isolated to a punctured pulse wire in the cable connecting ECG "a" and ECG "b". The root cause for the open wire was excessive force. No adverse event resulted from the defective monitor.

Event description:
A patient's belt was returned for an unrelated problem. Upon investigation a reportable malfunction was found.